Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the awl sharp instrument was defective. No patient was present at the time of the event.

Manufacturer narrative:
The navlock was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the returned awl was blunted and there were impact marks at the back end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.